Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a manufacturing representative which reported that the patient had experienced a loss of symptom control when the ins turned off. The ins was replaced and the patient was doing well. The cause of the device turning off was never determined.

Manufacturer narrative:
Concomitant products: product ID: 3387-40, lot# s00375029, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3387s-40, lot# v158065, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
The hcp reported both implantable neurostimulators (ins) were explanted and replaced as they were approaching end of life (eol)/had reached end of service (eos) and the left ins was suspected to be malfunctioning (not doing what it was supposed to do) or turning on and off spontaneously. There were no patient symptoms reported and the outcome was not noted. The indication for therapy was parkinsons dual and movement disorders. Further follow up is being conducted. If additional information is received, a follow up report will be sent.